Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.084 ng/ml, sample 2 = 0.064 ng/ml, sample 3 = 0.088, 0.186 ng/ml, sample 4 = 0.102 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory as the customer repeats elevated vitros trop I es samples for confirmation. Expected values (sample 1 = < 0.01 ng/ml, sample 2 = < 0.01 ng/ml, sample 3 = 0.03 ng/ml, sample 4 = 0.03 ng/ml) were obtained upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected. An ocd field engineer replaced multiple analyzer parts and optimized the vitros eciq immunodiagnostic system. Following these activities, acceptable vitros trop I es performance was observed. The root cause of this event is most likely instrument related.